Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had several issues the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump reservoir compartment was missing some pieces and the reservoir was loose, act button was slow to respond, and there is a rainbow effect on the screen.. No troubleshooting was performed .the insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Device received with partial broken reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).